Manufacturer narrative:
An event regarding loosening involving a tritanium baseplate was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿biological tissue integration was observed near the anterior peg only. [¿] no material or manufacturing defects were observed during this examination.¿ dimensional inspection of the device indicates it is dimensionally within specification. The provided medical information was reviewed by a consulting clinician who concluded: ¿failure of biologic fixation of the tibial component of an uncemented total knee arthroplasty is a common problem and more frequent than in cemented total knee arthroplasties. [¿] more information would be helpful in evaluating this case.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The exact root cause could not be determined because insufficient medical information was provided. There is no evidence the reported event is related to design, manufacturing, or material factors. It is possible the surgeon notched the tibia with the saw when making the tibial cuts.

Event description:
Patient reported to doctor for a 4 month follow up to a total knee arthroplasty using a triathlon tritanium baseplate. X ray shows the tibial component in varus. Doctor believes that the tibial component is loose.

Event description:
Patient reported to doctor for a 4 month follow up to a total knee arthroplasty using a triathlon tritanium baseplate. X ray shows the tibial component in varus. Doctor believes that the tibial component is loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.